Manufacturer narrative:
The cosycot infant warmer is mounted onto a wheeled base which incorporates 4 glass-fiber reinforced plastic legs. The issue of cracking legs is related to accessory loading of the cosycot at or beyond its maximum recommended weight. We are intending to issue a product notification to all cosycot customers stating that we have revised the maximum weight down to 115kg (from 130kg) and that customers should check the weight of accessories attached to their cosycot to ensure that it is within this limit. We will provide a followup report regarding this intended corrective action.

Event description:
The user reported a cracked leg on the cosycot base. No pt injury reported.